Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mic4036; mg8czqq0 number, and no non-conformances were identified. One mic4036 reload was received with no apparent damaged and with 3 clips loaded and one clip loose. The cartridge was tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed the 3 clips as intended. The clips were form as intended and conforming to our manufacturing requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mic4036; mg8czqq0 number, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did 2 clips from one cartridge fail to hold the suture in this procedure? Yes when was the issue noticed - before use on patient or during use on patient? During use on patient product code and lot number of the clips ref: mic4036 lot: mg8czqq0. What suture type was used? Pds ii. What suture size was used? 3-0. When the even occurred, was the suture placed near the hinge of the clip? Yes was the applier checked for damage (jaws straight and aligned)? Yes, no damage identified. Client had difficulties in picking-up clips with the applier, for this specific lot. After trying several clips from different cartridges of the same lot, he used clips from another lot and no issues were identified. Note: events reported via mw #2210968-2019-89807, 2210968-2019-89808.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture clips were used. During the procedure, the clips did not lock properly. The procedure was completed successfully with device from another lot. There were no adverse patient consequences reported.